Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the graphical user interface (gui) printed circuit board (pcb) xena I, two (2) backlight inverter pcbs and two (2) gui backlight cables were returned for failure investigation. The two (2) backlight inverter pcbs and the two (2) gui backlight cables were visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. The gui pcb xena I was visual inspected and no anomalies were found. The gui pcb was attached to the test ventilator for analysis. The fault was isolated to a component (vga controller u34) on the xena I pcb. The current gui pcb was released in (B)(4) 2011. The identified component was on a prior generation of the gui pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic top display. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) the backlight inverter pcbs and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.